Event description:
It was reported through heart rhythm case reports identifying a durata right ventricular (rv) lead, tendril right atrial (ra) lead and quartet left ventricular (lv) lead, implanted in 2015 that may involved with a pocket infection and device erosion observed in (B)(6) 2023. The pocket was opened and debrided with the presence of purulent material. Rv lead explant was initially attempted but the helix appeared to catch on the vascular angulation. When the helix was attempted to be retracted, it elongated and detached from the lead embolizing to the right atrium. The ra and lv leads along with device were then explanted uneventfully. A temporary externalized lead and device were implanted due to pacing dependency, and the pocket cleaned thoroughly and closed. The embolized helix fragment was then retrieved from the hepatic vein successfully. The patient was in stable condition following the procedure. Tissue cultures were positive for staphylococcus epidermidis, and the patient was treated with antibiotics. One week later, a new system was implanted without complication and was in stable condition. Specific patient information is documented as unknown. Further details were not listed. Details are listed in the article titled "successful percutaneous retrieval of an embolized helix from the hepatic vein during transvenous lead extraction: a case report. Heart rhythm case reports. 2024. Doi: https://doi.org/10.1016/j.hrcr.2024.08.008.¿ additional information was requested, but is not available.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.